Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 480 mg/dl. Customer also experienced nausea and vomiting during the reported event. Customer refused to perform troubleshooting as she already did manual insulin shots. Customer mentioned that insulin pump had crack at the whole back of the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.